Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to low amplitude signals that resulted in delivery of inappropriate shocks. Technical services (ts) discussed troubleshooting and programming options. Review of the stored episodes noted the low amplitude signals were likely a result of an intermittent abnormal conduction disturbance. Programming changes were made for optimization. This product remains in service. No adverse patient effects were reported. The device was later explanted and replaced for reported normal battery depletion. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to low amplitude signals that resulted in delivery of inappropriate shocks. Technical services (ts) discussed troubleshooting and programming options. Review of the stored episodes noted the low amplitude signals were likely a result of an intermittent abnormal conduction disturbance. Programming changes were made for optimization. This product remains in service. No adverse patient effects were reported.